Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010. It was reported that the patient underwent mesh removal on (B)(6) 2011 due to mesh erosion causing pain and multiple complications. It was reported that the patient underwent a colonoscopy in (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02748. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.